Manufacturer narrative:
The field service engineer (fse) was on site and observed that the carousel was damaged, altered and missing carousel position labels. The label at position 5 had tape over it. The labels at positions 7, 10 and 32 were missing. It was also observed that the customer created their worklist manually. Per the customer, barcode labels were affixed to the sample tubes. The customer enters the carousel number manually and the tube positions are scanned by the system. The worklist/patient data could not be provided as it had already been cleared by the customer. Based on the available information the failure cause cannot be definitively identified. The failure was most likely due to the damaged, altered, and missing carousel position labels or an error in creating the worklist manually. Bec internal identifier - (B)(6).

Event description:
The customer reported that their fc 500 flow cytometer drew sample out of the positive control tube instead of the patient sample tube for carousel positions 4 and 10. This resulted in erroneously high(positive) fetal hemoglobin (hg-f) results for the paitents at the indicated positions. Results were not reported outside of the lab. The samples were re-analyzed and correct results were obtained. There was no report of death, injury, or change to patient treatment as a result of this event.